Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: due to a lack of sufficient clinical details, and no data logs or product returned, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
D4 revised.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the placement signal inaccurately high not correlating with patient al. It was also reported that the placement signal not reliable.